Event description:
It was reported that during a pci procedure, the maverick otw catheter became stuck on the wire. The lesion being treated was a 95% stenotic lesion in the mid lad. No patient injuries or complications were reported.